Manufacturer narrative:
No further information was provided by the customer. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The first analyzer that produced the initial results has a serial number of (B)(6). The second analyzer that produced the repeat results has a serial number of (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient sample on two cobas 6000 c (501) modules. The initial bilt3 results from the first analyzer were 2.4 mg/dl and 2.5 mg/dl. The customer was prompted to repeat the sample as the results did not match the patient's previous result. The sample was repeated on a second analyzer and the results were 2.5 mg/dl with a prozone flag and 0.9 mg/dl. The result of 0.9 mg/dl was deemed correct. No questionable results were reported outside of the laboratory.